Event description:
Patient reported "rupture" confirmed via MRI. Healthcare professional later reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, g2, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side deflation. The device remains implanted.